Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during inspection of the epg (external pulse generator) by the biomedical engineer, the rap (rapid atrial pacing) display was found to have some led (light emitting diode) segments missing. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the led flex was out of specification, as a result this part was replaced. It was also noted that the clear cover was broken, the lower case was broken, one bail cover was broken and the battery contacts were compressed.